Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump successfully, and the customer was advised to continue using the pump and to call back if the malfunction code recurred, which it did not after the reset.